Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report falsely depressed creatine kinase (ck_l) and hemolysis, icterus, lipemia (hil) results were obtained on 1 patient sample on an atellica ch 930 analyzer. The sample was remeasured on the same analyzer. Siemens reviewed the provided instrument filter data surrounding the processing of the patient sample. The patient results for both ck_l and hil reported concentrations below respective measuring intervals. This suggests that the initial sample predilution was compromised. Siemens reviewed the photometric data comparing the initial and repeat assay testing. Each demonstrated inconsistent absorbance recovery following sample addition and sample mixing. Raw data and signal traces were reviewed. No system errors were identified. Based on the available information, the probable cause of the event is consistent with preanalytical variables. Initial aspiration from the sample container delivered inaccurately low results and the event was not reproduced following repeat testing of the sample. The customer communicated no additional occurrences of the behavior outside of this event. The customer is operational. No further investigation is required.

Event description:
The customer reported falsely depressed creatine kinase (ckl) and hemolysis, icterus, lipemia (hil) results were obtained on 1 patient sample on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the result. The sample was repeated on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.